Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 125 mg/dl, compared with the sensor reading of 69 mg/dl. The customer's most recent blood glucose was 180 mg/dl. The customer stated that the insulin pump had alerted a predicted low when her blood glucose was within normal range. The threshold suspend limit was set to 70 mg/dl. She did not observe any damage to the sensor cannula upon removal. She noted that she had sensor readings below 30 mg/dl when her blood glucose was not that low. She was advised that the sensor would be replaced and agreed to return the device for analysis.